Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 200 s/c was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the inner barrel of the syringe appears to be chipped/dented. Per attached email: nature of complaint: defect in barrel of syringe, it appears that the inner barrel is chipped/dented."

Event description:
It was reported that syringe 1ml ls 200 s/c was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the inner barrel of the syringe appears to be chipped/dented. Per attached email: nature of complaint: defect in barrel of syringe, it appears that the inner barrel is chipped/dented."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.